Event description:
On (B)(6) 2009, the patient reported he has noticed condensation occasionally in the cartridge chamber of his insulin infusion device. He stated he does not attach the tubing and adapter to the cartridge prior to inserting it into the chamber. The patient was educated on the proper change cartridge procedure. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.